Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm and program alarm anomaly alarm, and weak battery alarm. Customer's blood glucose was 134 mg/dl. Device passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen and a constant watchdog alarm, problem isolated to mother board. We were unable to perform the self-test, unexpected error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verified alarm or weak battery alarm due to frozen screen. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.